Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 21.0cm was returned for analysis. External insulation abrasion due to a strong bend in the lead was noted at 3.0cm from the connector pin. The etfe coating was intact at this location.

Event description:
It was reported that during device upgrade, insulation abrasion was observed. The lead was explanted and replaced.